Event description:
The ge oec 9800 fluoroscopy system reportedly locked up during a procedure. It was reported that the x-ray indicator light remained on, and the system continued producing the audible tone as if making an x-ray exposure.

Manufacturer narrative:
A ge oec service rep investigated the issue and initially was denied access to the system as it was in use on a procedure. The service rep was eventually able to have access to the system several days later and repaired the malfunction reported by replacing the fluoro functions board and ps1 power supply. The system interlocks open during system lock-ups and while the system may seem as it is making x-ray exposures, the open interlocks freeze the system "in state" and x-rays are generally never produced when systems are locked up. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility would not provide any pt info due to their concerns about hipaa violations.